Event description:
It was reported that a patient observed a cracked touch screen on an ilet pump and the bottom portion of the screen was unresponsive, while the device otherwise remained functional and the user¿s blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included the device no longer being watertight and the need for device replacement, with instructions to back up therapy as appropriate. Investigation included collection of user report, request for photo, and coordination of replacement with instructions for data handling and return. Investigation of this device revealed physical damage to the touch screen consistent with a cracked display, with no confirmed internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage of the device¿s screen of undetermined circumstances.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.